Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. The lead remains implanted.